Event description:
Shiley trach 3.5 broke between the collar and the tube on this tracheostomy pt. Nursing intervention retrieved the broken device before the tube broke off completely thus preventing aspiration of the tube by the pt.